Event description:
The customer observed false repeat reactive architect hbsag qualitative ii results on multiple patients. The results provided were: on (B)(6) 2026 sid (B)(6) on architect=2.76 s/co (> or = 1.00 s/co=reactive) /repeated on alinity=2.27 s/co. C1=0.24 s/co; c2=2.07 s/co; % neutralization=100% expc flag (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive) plasma specimen from same patient on architect hbsag=0.21 s/co (nonreactive) patient 2: sid (B)(6) on architect=2.92 s/co /repeated on alinity=2.65 s/co c1=0.22 s/co; c2=2.32 s/co; % neutralization=101% expc flag there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22-25 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029.

Event description:
The customer observed false repeat reactive architect hbsag qualitative ii results on multiple patients. The results provided were: on (B)(6) 2026 sid (B)(6) on architect=2.76 s/co (> or = 1.00 s/co=reactive) /repeated on alinity=2.27 s/co, c1=0.24 s/co; c2=2.07 s/co; % neutralization=100% expc flag (c2= > or =0.70 s/co and % neutralization= > or = 50%=confirmed positive). Plasma specimen from same patient on architect hbsag=0.21 s/co (nonreactive). Patient 2: sid (B)(6) on architect=2.92 s/co /repeated on alinity=2.65 s/co, c1=0.22 s/co; c2=2.32 s/co; % neutralization=101% expc flag. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false reactive architect hbsag qualitative ii results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and field data of architect hbsag qualitative ii reagent, lot 78077fz00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for architect hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 78077fz00. Historical performance of the architect hbsag qualitative ii reagents in the field was reviewed using data gathered from customers worldwide. The median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect hbsag qualitative ii reagent, lot 78077fz00.